Manufacturer narrative:
The technician found the head end brake/steer linkage was broken. The technician used a brake/steer upgrade kit to repair the stretcher.

Event description:
Information received indicates the brake is not holding.